Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation the reported event of overheating was duplicated. It was found that the bearings were damaged and corroded. The damaged bearing was the probable cause of the reported overheating.